Manufacturer narrative:
Found sensor broken sensor. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened/used. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula did not have a needle and customer indicated that the needle may still be in their body. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting advised customer to contact their doctor for the removal of the sensor. Customer was also advised on insertion technique and customer was advised that the sensor would be replaced. No further details given.